Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while using the bronchovideoscope, the images could not be seen on the video column. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of "distal cover burnt" was confirmed, and the probably cause was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. The event of "no image" was also confirmed and could be due to a damaged imagine sensor unit. The device was also scratched at the tip of the scope which was possibly due to external stress being applied or from being hit or dropped. Since damage was confirmed on the bending part, there was a possibility that irregular load was applied to the bending part. However; a definitive root cause could not be determined. The event can be detected and prevented by implementation in accordance with the below IFU. The detection method bf-p180 operation manual: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the endoscope. Bf-p180 operation manual: chapter 4 operation: 4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.